Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, an angiogram, transesophageal echocardiogram (tee) and hemodynamic assessments showed moderate paravalvular leak (pvl). Balloon aortic valvuloplasty (bav) was performed. It was reported that the non-medtronic balloon did not deflate quickly enough while coming off pacing and became caught on the valve frame causing the valve to dislodge into the sinuses. A snare was used to pull the valve into the ascending aorta and a second valve was successfully implanted. Since the ascending aorta was dilated and the first valve's frame was not coapting on the aortic wall, a decision was made to snare the first valve over the aortic arch and into the descending aorta where it was left implanted. It was reported that the first valve is coapted to the aortic wall and functioning without occluding any vessels. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.